Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, opening on posterior and brow particles in the gel. A visual and microscopic analysis was performed which identified: crease sharp opening on posterior, striated opening on anterior, stress marks, non-penetrating nicks, wear abrasion and crease fold. Base on the device analysis the final assessment is: an opening crease sharp on posterior assessed as fold flaw opening a striated opening assessed as surgical damage like consist in the use of some surgical tool.

Event description:
Healthcare professional reported right side rupture and exchange from textured to smooth implants due to the patients concerns with the product. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and exchange from textured to smooth implants due to the patients concerns with the product.

Event description:
Healthcare professional reported right side rupture and exchange from textured to smooth implants due to the patients concerns with the product. Device has been explanted.